Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. As a result, a lead safety switch (lss) occurred, and the configuration switch to unipolar. Technical services (ts) recommended turned off the ra lead sensing, since the device was initially programmed to provide ventricular pacing only. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).